Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during pre-use check. The service engineer replaced the control printed circuit board (pcb), inspiratory pipe and expiratory cassette, which corrected the pressure transducer error. The ventilator was cleared for clinical use after passed functional and safety tests to factory specifications. The control pcb was returned for further investigation. The received test log does not cover the reported date of event, (B)(6) 2021. On november 1, after software was upgraded, a single pressure transducer test failed that indicate a problem with a pressure transducer. No other failures were found. The returned control pcb was tested in the reference ventilator without any fault being detected. Eight days of simulated test ventilation, four pre-use checks and several extra pressure transducer tests passed successfully. The reported event was discovered during pre-use check. During ventilation, a pressure transducer (measurement) failure may lead to high airway pressure and generation of related pressure alarms. The conclusion is that the reported problem can not be confirmed. The received test log doesn't not cover the date of event and the returned control pcb worked as expected during the investigation.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient harm. Manufacturer's ref.#: (B)(4).